Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker.

Event description:
It was reported that the customer had issues during prime/rewind. Troubleshooting was performed. The customer's insulin pump alarmed during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 40mg/dl. No further information was provided.